Event description:
Pre dilated with 5mm balloon, went in with the stent and deployed about a fourth of the stent and it deployed perfectly, but then it stopped deploying and then it ceased to deploy. The physician pulled on the delivery catheter and tried to get it to deploy and it snapped. The stent became elongated. The physician then post dilated the remainder of the stent and deployed. Flow was re-established.